Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address or serial number label. No burned or damage inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 416mg/dl, 436mg/dl, 398mg/dl which was treated by blousing through insulin pump. Customer¿s blood glucose was 411mg/dl at time of incident and current blood glucose was 71mg/dl. Customer stated that drive support cap was normal. Customer reported insulin exited at the qr. Customer stated that insulin pump had faded letters on the domed sticker and mentioned that battery heating may have caused fading. Insulin pump will be return for analysis.